Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 323mg/dl. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The caller stated that the drive support cap appears normal. Assisted the mother to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. The mother mentioned that the insulin pump alarmed no delivery alarm as she was giving herself a bolus. No further information was provided.